Event description:
Per contact, during the procedure the md was able to band the first varix. However, on subsequent bandings he thought everything went well but then could not find the bands. The varices were not captured. The procedure was completed with another ligator.